Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with heart and lung issues and had her pd catheter (not a (B)(6) product) removed. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized for chest pain from (B)(6) 2026 to (B)(6) 2026, and again from (B)(6) 2026 to (B)(6) 2026, attributed to exacerbations of preexisting congestive heart failure (chf). The patient did not experience symptoms of chf on or around the time of a ccpd treatment. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the first hospitalization; however, the patient¿s pd catheter (not a (B)(6) product) was found in malposition during the second hospitalization, so it was removed. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the second hospitalization. The patient will more than likely remain on hd therapy on an in-center basis post-discharge as her chronic cardiopulmonary condition has made fluid removal challenging and pd is potentially becoming ineffective. It was reported that the patient¿s exacerbations of chf, malposition of pd catheter and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient recovered from this event as she continues in-center hd therapy but will retain her liberty select cycler until a decision is made concerning her dialysis modality moving forward. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).